Event description:
It was reported that a mcm30 was used during a coronary bypass procedure. It was reported by the affiliate that when the clips advanced, they could not be maintained in the jaws. There was no consequence to the pt.

Manufacturer narrative:
Tracking #. 55039/lacey. Date sent: 10/8/98. D5,6; h4: info not available, device not returned for analysis.